Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the lead will not be repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.